Manufacturer narrative:
A product investigation was performed for the device. The actual device was not returned for eval. A review of the device history record was performed. There was no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical dept. Per the parmacovigilance physician the pt's hernia pre-dated his use of the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
A peritoneal dialysis pt called fresenius tech support regarding fill complications. The pt stated she was having heavy amounts of fibrin and she had fibrin last night as well but no fill complications. She spoke with tech support last night who had her contact our oncall nurse who instructed her to continue treatment and contact her peritoneal dialysis nurse. Since then she has seen a lot more fibrin and she has been in fill for 1.5 hrs and has only filled half of her required volume. Tech support advised her to discontinue the use of the cycler and contact her peritoneal dialysis nurse. Tech support assisted the pt with disconnecting from the cycler. During f/u it was learned the pt had a hernia.